Event description:
It was reported that the customer fell and the pump touchscreen cracked. Pump was no longer functional. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 250-300 mg/dl.